Manufacturer narrative:
Additional info: b.5 z-code correction- z-1768-2019.

Event description:
"There was no patient incident involved".

Manufacturer narrative:
The customer reported bezel post recall was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process the root cause of the customer stated issue found the source device was affected by the bezel post recall. Service determined the proximate cause of the motor control board replacement was the result of no power due to electrical failure. Service determined the proximate cause of the rear case replacement was the result of corrosion due to customer damage. Service determined the proximate cause of the male iui replacement was the result of corrosion.

Event description:
Pump module (lvp) damage was reported.

Manufacturer narrative:
"H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4.